Event description:
It was reported to philips that the wired footswitch was not fully operational. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during diagnosis procedure. The procedure was completed by using wireless footswitch. It was reported to philips that wired footswitch did not work. Upon troubleshooting, the philips remote service engineer (rse) checked the system and found that wired footswitch did not work. To resolve the issue, rse suggested replacing the footswitch and customer replaced it. After replacement the device returned to good working order. An update has been made to the instructions for use regarding the charging and handling of the wireless footswitch. It is now necessary to keep the wired footswitch continuously connected. Consequently, as outlined in the sequence of events, utilizing an alternative footswitch or hand switch allows the procedure to proceed with little to no interruption, and any malfunction is unlikely to result in death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.